Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date in 2019, a follow-up imaging revealed an endoleak, but the type was not determined. On (B)(6) 2019, imaging determined the endoleak was type ii endoleak originating from the left internal iliac artery ¿ lumbar artery (iliolumbar artery). The iliolumbar artery was coil embolized. The patient tolerated the procedure.